Event description:
Facility reported pt complained of sob and burning in her neck. Pt stated "I'm having a reaction to that kidney" tx stopped system discarded without returning pt's blood. New system, set up tx resumed without incident. Ebl=250cc.